Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the catheter hub separated during insertion. This was being placed as a routine nephrostomy tube exchange. The device broke about 5 seconds after the nurse placed the stat lock which was immediately after the exchange. It was noted that the patient experienced unspecified pain as a result of this occurrence.